Manufacturer narrative:
The pt demographic information has been requested, but not provided at this time. A replacement system is being sent to the site for resolution. No parts or files have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that the site's camera sometimes stops tracking instruments and the system becomes unresponsive. Rebooting the system resolves the issue for a while, but then it will recur. There was no impact on the pt's outcome reported.